Event description:
New information received notes the patient presented in clinic for additional testing it was noted that noise on the right ventricular (rv) lead could not be reproduced even with exercise on a treadmill but non sustained right ventricular oversensing was once again observed on the rv lead and the physician suspected a possible insulation anomaly on this lead. The noise on the right atrial (ra) lead was reproducible with testing, and the ra lead impedance was chronically low. Programming changes to address oversensing on the rv lead were made and the ra lead was programmed off. The patient wanted to wait for more time to have a procedure while the leads were being observed. The patient was being monitored closely following reprogramming. There were no reported symptoms, the patient was stable.

Manufacturer narrative:
Correction: section b1 & b2 (adverse event & required intervention) should have been blank as no adverse event, procedure or intervention was confirmed. Correction: section h1: should have been "malfunction" instead of "serious injury" as no adverse event, procedure or intervention was confirmed.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that noise and non-sustained right ventricular oversensing (nsrvo) was present on the right ventricular (rv) lead and low pacing impedance and a suspected fracture was present on the right atrial (ra) lead. Further testing in clinic was recommended. No symptoms were reported.